Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse below lower limit) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to a defective u17 component on the defibrillator pca. The root cause for the defective u17 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.